Manufacturer narrative:
The insulin pump failed the displacement test with and alarmed motor error noted during rewind due to motor encoder out of phase. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error repeatedly. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.